Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. As received, the response button covers were missing and the front response button switch was damaged. The cause of the non-functional response buttons is the damaged switch. The cause of the damaged switch is that it was exposed. The root cause of exposed switch is physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that the response buttons were non-functional.